Manufacturer narrative:
Follow-up the field service engineer replaced the main board to address the reported problem.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The field service engineer (fse) reported a vent inop 1009 error found during servicing of this unit. The fse reported that the unit was not in use on patient.

Manufacturer narrative:
Failure analysis on the returned sensor board shows that the reported complaint of inhalation auto zero test failure was not duplicated. No fault were found on the returned sensor pcb.